Manufacturer narrative:
(B)(4). (B)(4). Ejected clip, jaw or cam interface is disengaged. The analysis results of the el5ml found that it was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due to the found condition. Possible causes for the found condition of the jaws may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
An optease filter had a complete caval occlusion that the physician said would contribute to a patient death. The patient expired, however the cause of death is not known, since she had cancer and was hyper-coagulable. The thrombosis extended from the filer all the way down to the patient's leg.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not close completely. A new device was used to complete the procedure. There was no patient impact. (B)(6).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.